Event description:
It was reported to technical services on 7/18/12 that on latitude, seeing recent onset variable rwave amplitudes. Was in 20s until beginning of (B)(6) then saw measurements as low as 3ish and in 5-6 range. Discussed impedances stable, no sensing issue, suggested bringing pt. In for lead evaluation note: post-call, found similar issue in (B)(6) 2011 to (B)(6) 2012 time frame. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).